Event description:
A malfunction on the pump was reported by the caller, who noted that the pump's screen had gone dark and would not turn on. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.